Event description:
It is alleged that a "burn" to the upper and lower lip occurred. The extent of the alleged burn is unknown. It is alleged that a "scar" was left. No further info regarding the severity or size of the alleged burn or "scar". In 1997, attempt was made to obtain additional info but was unsuccessful. User facility would not provide additional info. No problem reported relating to device.